Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The device has not been returned. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because the potential severity of the event may lead to medical intervention, although device-relatedness has not been established.

Event description:
Health professional reported "patient arrived on ward complaining that (l) breast was red and warm to touch. Seen by consultant who admitted for observation and precautionary i.v. Antibiotics. Patient discharged [date] only an inpatient for 21 hours." Device remains implanted. This file is for the left side seri surgical scaffold.